Manufacturer narrative:
Event date: (B)(6) 2017. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed several fibers in the port inside the fluid path. The reported condition was verified. The cause of the reported condition was determined to be a manufacturing process issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that dirt and finger marks were observed on the tubing of a exactamix high volume set. This event occurred before use. There was no patient involvement. No additional information is available.